Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The analyst noted the lv pacing impedance is measuring greater than 3000 ohms. In addition, it was noted that all lead trends have been cleared due to a likely bit flip and therefore unable to confirm high lv capture threshold.

Event description:
It was reported that the lead experienced high pacing threshold and high impedance resulting from a possible fracture. The lead was abandoned and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).